Manufacturer narrative:
The device is returning for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification and moderate tortuosity. The distal shaft of a 2.5x48 mm xience xpedition stent delivery system (sds) fractured during insertion into the sheath. There was resistance noted during insertion into the sheath. Another xience xpedition sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break could not be confirmed. The reported difficult to advance could not be tested due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.